Event description:
Event description guidant received information that this ventricular lead has had an increase in impedances and thresholds. The patient has had no adverse effects. The impedance was 460 ohms with a threshold of 1 volt. Now the impedance is 1600 ohms with a threshold of 3 volts. The caller noted a rise in daily measurements beginning in july.